Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, infection, fistula formation, bowel obstruction, abscess and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and fistula formation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for a ventral hernia repair and a bard/davol composix mesh was implanted. Attorney alleges that further to implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. It is also alleged that the patient underwent corrective revision surgeries on (B)(6) 2018 and (B)(6) 2019. It is also alleged that the patient suffered bowel obstruction, infection, fistula formation and abscess. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.